Event description:
Per independent repair center statement, the irc5po2v concentrator alarm will not function and unit is noisy. The key failure was the noisy compressor. Additional malfunction was the power switch control short circuited.